Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device keeps unexpectedly shutting down by itself. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device continually powering off by itself (i.e. Inoperative) was confirmed. An internal inspection of the device was performed which revealed that the cough assist valve had broken struts. Broken struts can lead to the cough assist valve becoming locked in a single-state, unable to change even when commanded. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve had broken struts.